Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and transferred to cardiac surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After grasping the valve, pericardial effusion was observed. The clip was deployed successfully reducing mr to grade 2 and patient was transferred to cardiac surgery. It is unknown what caused the pericardial effusion.